Event description:
It was reported several of the pt's programs would not allow her to increase stimulation amplitude past one level. She reported the stimulation auto-reduced every time she attempted these programs. She stated she was not receiving adequate stimulation coverage due to this issue. F/u identified the pt's lead was explanted and replaced on (B)(6) 2012. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.